Manufacturer narrative:
B3. The event date is currently unknown. A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck inside the advancer tube. There was no reported patient injury. The device is not being returned for evaluation.

Manufacturer narrative:
Additional clarification was received that this event was misreported in error by the sales representative. There was no failure that occurred.